Manufacturer narrative:
Ongoing high shock impedances continue for this patient. Technical services discussed further testing of this lead per physician discretion. The patient's physician is out of the country at the time and the field representative will not be able to contact for another week. It was later reported this issue was discussed with the physician and it was known this lead can have higher impedances. No changes have been made to date, no further testing has been done and the clinic will continue to monitor.

Manufacturer narrative:
Resolution has been requested from the field representative. It was later reported that this patient was further evaluated in the clinic. There was only one out of range measurements. Historically, this patient has measurements in the 90-110 ohms range. No noise was present and lead measurement were stable. The physician had elected to continue to monitor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead had exhibited a high shock impedances. No adverse patient effects were reported.